Manufacturer narrative:
Section d6b - date of explant should have been (B)(6) 2025, rather than being left blank.

Manufacturer narrative:
The device was returned due to unknown patient death. The device battery voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported that the patient died on (B)(6) 2025 due to atherosclerosis, hypertensive cardiovascular disease, and diabetes. It is unknown whether the patient's cause of death is device/procedure related.